Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)) device evaluation indicated that the complaint was not verified. The device passed all the required tests and revealed normal device characteristics. The battery depletion and quiescent current leakage rates were within the expected ranges when the device was turned off.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.